Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (s/n (B)(4) continuously displayed the prompt: "realign patient". The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Event description:
During patient use, the autopulse platform (s/n (B)(6) continuously stopped compressions and displayed the prompt: "realign patient". As reported, the platform would deliver compressions for a minute or two, and then, it would stop and display the prompt. The customer did not report any advisory messages or fault codes. The crew attempted to troubleshoot the issue by turning off the autopulse, re-aligning the patient, pulling up the lifeband, and restarting the platform. However, the issue persisted. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information.

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(6) continuously stopped compressions and displayed the prompt: "realign patient" was not confirmed in the platform's archive data or during functional testing. Upon visual inspection, the front enclosure was damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, there was a vertical crack going through one of the screw fittings of the front enclosure. This observed physical damage could be the characteristic of harsh impacts due to user mishandling. The damaged front enclosure was replaced to address the issue. A review of the platform's archive data showed no advisory messages or faults on or around the customer's reported event date. The archive data indicated that the autopulse platform was last powered on (B)(6) 2022 and prompted multiple user advisory (ua) 45 (not at "home" position after power-on/restart), unrelated to the reported complaint. Based on the archive data, the ua45 advisory messages were cleared. The autopulse platform was not deployed or used for active operation and no compression was performed on and around the customer's reported event date. User advisory is usually a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear the user advisory 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Functional testing failed due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) displayed upon powering up the platform, unrelated to the reported complaint. The root cause of the ua07 advisory message was the defective load cell # 2. The defective load cell was replaced to address the ua07 advisory message. The damaged cover and defective load cell were likely attributed to mishandling such as a drop. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 15 minutes each, and the platform passed the test without any issues. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.